Event description:
The customer reported that he was unsure of whether or not the insulin pump delivered the programmed amount of insulin. Customer stated that the insulin pump did not vibrate as it normally should. Blood glucose level at the time of the incident was 425 mg/dl. Blood glucose level at the time of the call was 435 mg/dl. Customer reported treating his high blood glucose level with a manual injection. The customer reported that three weeks prior to the call, he went to the emergency room with a blood glucose level above 600 mg/dl. The customer confirmed that he was wearing the insulin pump at the time of the emergency room visit. Troubleshooting showed that the customer was using a bent cannula. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.